Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) went blank progressively, but continued to cycle without generating any alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).